Manufacturer narrative:
(B)(4). Method: the complaint infant warmer was received at the fisher & paykel healthcare service center in (B)(4), where it was inspected by a trained technician. Our investigation is based on the service report and photographs provided by our us facility. Results: inspection of the supplied photographs revealed that the harness connector housing was discoloured. Additionally, the photographs revealed flaking and crazing on the head casing. No discrepancy was noted when the warmer's production record was reviewed. The warmer was released for distribution in (B)(4) 2005 and is thus nearly ten years old. Conclusion: the upper and lower harnesses are used to connect the warmer head unit to the control unit. The discolouration of the baffle insulation is most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. It is likely that the flaking and crazing of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights the polycarbonate & acrylic components and states the following: - caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides,hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base - caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. The warmer head was fitted with a new head kit and harness kit and returned to the healthcare facility after passing the required electrical safety tests.

Event description:
A healthcare facility in (B)(6), reported that the iw934 cosycot infant warmer displayed an e17 error code. Service was requested. Upon servicing of the infant warmer at the fisher & paykel healthcare (fph) service center in (B)(4), the reported fault was confirmed and the upper harness connector was found to be discoloured. No patient consequence was reported.